Manufacturer narrative:
(B)(6). Please note that this device is not available for testing and evaluation.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use percutaneous transluminal angioplasty (pta) of a lesion in the right superficial femoral artery a 4mm15cm 90 saber pta catheter ruptured at 14 atmospheres (atm) during its second inflation.  It was replaced with a non cordis balloon catheter and the procedure was finished successfully.  There was no reported patient injury.  The device will not be returned for analysis.  The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was high.  An approach was made from the right femoral artery with a micro catheter (6f 23cm parent, tokai medical). A guidewire (chevalier universal 300, fmd) crossed the lesion and the saber was delivered to the lesion but ruptured.

Manufacturer narrative:
During use in a percutaneous transluminal angioplasty (pta) of a lesion in the right superficial femoral artery a 4mm x 15cm 90cm saber pta catheter ruptured at 14atm (atmospheres) during its second inflation. It was replaced with a non cordis balloon catheter and the procedure was finished successfully. There was no reported patient injury. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was high. An approach was made from the right femoral artery with a micro catheter. A guidewire crossed the lesion and the saber was delivered to the lesion but ruptured. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient.  The device prepped normally.  Additional procedural details were requested and are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 16097674 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a high rate of stenosis may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.